Manufacturer narrative:
A steris service technician was onsite when the reported event occurred and inspected the unit upon facility personnel's request. The technician observed smoke emitting from the housing of the heating element and burnt wiring that was connected the heating element. The technician found the root cause of the reported event to be a loose wiring connection to the heating element. This allowed for the heating element to short and the reported event to occur. The technician replaced the heating element and all necessary components, tested the unit, and found it to be operating according to specifications. No additional issues have been reported.

Event description:
The user facility reported that a burning odor was emitting from their innowave pcf sonic irrigator. No injury or inhalation/irritation effects reported. No report of fire.